Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: a18907/a21770.

Event description:
It was reported that patient device causing discomfort. The patient underwent an explant procedure where all devices were removed and explanted device were removed. The explanted devices will not be return.